Event description:
The customer reported via phone call that the insulin pump alarmed off no power without a low battery alarm prior. The customer had battery and sensor issues. She received many sensor error alarms. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify off no power alarm, low battery life, and sensor error alarm anomaly due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.